Event description:
It was reported that blood leaked from the bd pegasus¿ safety closed IV catheter system adapter and extension tube connection, as well as from the septum. This occurred with 6 catheters during use. The following information was provided by the initial reporter, translated from chinese: "the head nurse reported that after using the indwelling needle to the patient, he found blood returning, blood leaking from the connection between the catheter adapter and the extension tube, and the septum also leaked blood."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2228292. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that blood leaked from the bd pegasus¿ safety closed IV catheter system adapter and extension tube connection, as well as from the septum. This occurred with 6 catheters during use. The following information was provided by the initial reporter, translated from chinese: "the head nurse reported that after using the indwelling needle to the patient, he found blood returning, blood leaking from the connection between the catheter adapter and the extension tube, and the septum also leaked blood."